Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation; therefore, the reported condition was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. The patient stated they disconnected a bag during therapy and connected another one. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding the home choice (hc) check supply line alarm while refilling the heater bag. The hp stated that he could not clear the alarm so he disconnected the supply bag to add another solution bag to the supply line. The hp stated that the therapy finished but he had solution left over. The technical service representative (tsr) explained that it is not recommended to disconnect bags and add bags to the same line. The tsr recommended that the hp contact the registered nurse (rn) about the alarm and inform of the incident. The tsr advised the hp to contact baxter at the time of the alarm for troubleshooting assistance. On (B)(4) 2011, product surveillance contacted the rn who stated the hp told her that he called baxter but did not mention that he changed out the supply bag while connected. The rn stated she will discuss with the hp. The rn further stated she had seen the hp since the incident and no adverse event has resulted from this event.